Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, she experienced a metallic taste in her mouth only while wearing the dexcom sensor the patient consulted a physician and was told to remove the sensor. At the time of her call to technical support, the patient reported that she was fine condition since the sensor had been removed.